Manufacturer narrative:
Concomitant products: product ID 8840, serial# (B)(4), product type programmer, physician; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that when the pump was being updated, the pump went to minimum rate mode. They used another clinician programmer with no issues. It was not known when this occurred. The software card was noted to be aar 01. The drug contained in the pump was unknown.

Event description:
Additional information received reported that the physician used another physician programmer to update the pump. There were no other issues.